Manufacturer narrative:
The device has been received for investigation. Investigation is pending.

Event description:
The event involved a plum 360 infusion pump where it was reported that the pump changed rate in middle of infusion of a saline flush. It was reported that the volume infused was between 30-40ml with prescribed pump settings rate 540. The volume to be infused (vtbi) was 50ml and the duration 5min. There was 50ml in the bag upon the start of the infusion and 10-20ml was left in the container when the issue was noted. Only line a was set up and it was set up for saline flush. There were no alarms for malfunctions and no difficulties in programming or initiating the infusion. There was patient involvement, however there was no report of patient harm.

Manufacturer narrative:
The device has been received for investigation. The complaint pump changed rate in middle of infusion saline flush was evaluated. The device logs were downloaded and analyzed. The summary from log analysis: the pump correctly detected the changes in volume and keypresses and changed the duration (but not the rate) in accordance with volume which is the expected behavior. The customer¿s complaint could not be confirmed. The device completed a performance verification test (pvt) without issue. The complaint was not confirmed, and no probable cause could be determined.